Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient's ipg became inoperable. Surgical intervention was undertaken during which the ipg was explanted and replaced, thus restoring effective therapy.